Manufacturer narrative:
H10: the lot number for the three reported malfunctions were provided, therefore lot history reviews were performed. The samples were discarded for all malfunctions and were not retuned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for the three reported malfunctions. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model u4150210rx pta balloon dilatation catheter allegedly experienced balloon rupture. This information was received from various sources. These malfunctions involved patients with no consequences. Age, weight, and gender of the patient were not provided.

Manufacturer narrative:
The lot number was provided for three out of three malfunctions; therefore, a lot history review is currently being performed. The sample was discarded for one malfunction and two samples were not retuned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for the three reported malfunctions. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model u4150210rx pta balloon dilatation catheter allegedly experienced *alleged balloon rupture. This information was received from various sources. These malfunctions involved patients with no consequences. Age, weight, and gender of the patient were not provided.